Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl. Reportedly, the cause of bg was due to the customer breastfeeding. The customer's husband assisted the customer with consuming carbohydrates. Additionally, it was reported that the customer's healthcare provider adjusted the basal rate.